Event description:
It was reported that six hours after starting to use the portex endotracheal tube, the customer noticed that the patient was feeling unwell. So, they checked it and noticed that the ventilation of the product functioned inadequately. The operator observed that the air pressure on the cuff was low. The endotracheal tube was replaced as a result. The previous endotracheal tube was submerged under water and a leak was observed from the bonded portion of the cuff. This same issue was observed with another endotracheal tube approximately one week before this incident.